Event description:
Pt has developed substantial bleeding post-operatively. Surgeon feels impingement may be related to posterior "pinching". Knee was aspirated in 2000 and pt is in intensive rehab with poor range of motion.